Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set separated. The following information was received by the initial reporter with the verbatim: the patient was on an indwelling needle infusion for community-acquired pneumonia, and on september 6, 2023, while on an indwelling needle infusion in the ward, there was a failure to attach the colaflex to the syringe tightly, and the syringe popped out of the syringe automatically while attaching it, and it was replaced with the colaflex, and the patient was unharmed.